Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). The customer reverted to using manual injections for insulin therapy. Upon follow up, the contact declined tandem technical support's offer to troubleshoot for the elevated blood glucose.